Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance, variable pacing thresholds and capture was questionable. It was also reported that a stuck or broken guidewire was still in the lead lumen from implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m72 lead, implanted (B)(6) 2018; 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.